Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding an external device. It was reported that the hcp was not able to activate the myptm. At the beginning of each interrogation, she saw code 140. She could click the code away and continue programming. Two scenarios were tested after clicking away code 140; don't activate the myptm and make minor adjustments (change low reservoir alarm). Update was successful - no issues. Make minor adjustments (change low reservoir alarm) + activate settings myptm. Results in code 141, small changes are updated succ essfully but myptm settings remain disabled. Additional troubleshooting that was tried: closing all apps and restarting the tablet + tried the above steps again --> same behavior was observed. Then tried a different tablet + different communicator (+communication with and without cable) --> again the same behavior occurred. The hcp and technical services tried to use different myptm settings --> but the same behavior remained. The app was running on the latest app version. The date and time of the tablet was correct. Despite the steps, the hcp remained seeing code 140/141 and it was not possible to activate the myptm. Additional information received indicated that the logs had been forwarded the us for analysis. The problem persisted with 2 different tablets and 2 different communicators. According to the pump log provided, the following was seen: on (B)(6) 2026 at 13:25, a bolus was completed. On (B)(6) 2025 at 11:40, the system event log was erased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.